Manufacturer narrative:
.

Event description:
Initially, it was reported that the patient was admitted as an inpatient to the hospital due to an increase in seizures and this was the first visit the patient had with the physician. It was later reported by the physician that the patient was not experiencing an increase in seizures and that the patient had been admitted to the hospital for chest pain. Further follow-up revealed that the patient's chest pain radiated into her back and the pain was sharp and stabbing. Cardiology notes indicated that the patient was experiencing shortness of breath and nausea for two weeks prior to hospital admittance. The patient was evaluated by the cardiologist during hospitalization. Attempts to obtain additional relevant information have been unsuccessful to date. The relationship of the chest pain to vns is unknown.